Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. Based on the report of olympus service operation repair center (sorc), omsc surmised there was the possibility that it might be attributed to the deterioration due to the long term-use passing more than 5 years since manufacturing the subject device.

Manufacturer narrative:
Since the subject device has been not returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus service operation repair center (sorc) was informed from the user that the coating of the cable of the emergency lamp of the subject device had been peeled. Sorc checked the subject device and found that the examination lamp and the emergency lamp didn¿t work. There was no patient injury associated with this report. It was not provided the other detailed information.